Event description:
During the pvc procedure, output issues with the amplifier resulted in a delay of procedure. The catheter was not displaying as expected on the ensite x system with electrodes 2 and 3 appearing distorted. The egm electrogram was noisy on the mapping system but clear on the recording system. The connections were checked with no resolution. The catheter was replaced but the second catheter also had the same issue. The connections were checked again, the yellow cable from the amplifier to the ampere was changed, the cable between the tactisys and ampere was changed, and the ports were changed with no resolution. The catheter was replaced again but the third catheter also had the same issue. The procedure was completed with the third catheter with no adverse consequences to the patient. Replacing the amplifier resolved the issue.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier sn: (B)(6) was received for evaluation. The field reported event was not able to be duplicated. Tacticath and the ampereconnect ports identified no noise for ablation 2 or 3 during testing. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.